Event description:
It was reported that the procedure was being performed in the intensive care unit. During insertion, the catheter was advanced over the spring wire guide without any issues, but they could not remove the wire from the catheter. As a result, both the catheter and wire were removed as one and a new kit was used successfully for the pt. They do not know if there was a delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.